Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure procedure was being performed. Prior to the introduction of the watchman devices, radiofrequency ablation was performed. The watchman access system (was) was replaced, and the blood pressure was noted to have dropped during preparation for angiography. X-ray was performed which revealed a pericardial effusion. Pericardial puncture was performed, and the patient stabilized. The laa closure procedure was aborted. The physician suspected the pericardial effusion was caused by the was rubbing against the atria during the procedure.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure procedure was being performed. Prior to the introduction of the watchman devices, radiofrequency ablation was performed. The watchman access system (was) was replaced, and the blood pressure was noted to have dropped during preparation for angiography. X-ray was performed which revealed a pericardial effusion. Pericardial puncture was performed, and the patient stabilized. The laa closure procedure was aborted. The physician suspected the pericardial effusion was caused by the was rubbing against the atria during the procedure.

Manufacturer narrative:
H6: evaluation method codes - updated. H6: evaluation conclusion codes- updated. Device evaluated by MFR.: the watchman access system was returned with the dilator in the sheath and blood in the device. The device was microscopically inspected. Inspection of the hub, sheath, and tip revealed no damage or defect. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.